Manufacturer narrative:
(B)(4). Date sent: 12/07/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information: please see attached op-notes. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4).date of event: unknown, captured as awareness date. Batch #: unknown. (B)(4). (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that a (B)(6) patient presented to the ER with severe pain, chills, and leukocytosis and was found to have a 7 cm abscess of the abdomen and pelvis. She underwent percutaneous drainage the following day. Approximately two months later, patient again admitted to the hospital and underwent a laparoscopic sigmoid colectomy with laparoscopic takedown of the splenic flexure to treat her chronic diverticulitis. The op note indicates that a ¿25 eea¿ stapler was used during this surgery, as well as a ¿gia with a blue load to close the stump.¿ the anastomosis was leak tested and at first there appeared to be bubbles; however, ¿a rigid sigmoidoscopy was done, and I looked very carefully at the staple line and insufflated the colon under laparoscopic vision and could not reproduce any bubbles coming from the anastomosis.¿ the donuts appeared to be in excellent condition. A drain was placed next to the anastomosis. Three days later, patient underwent an exploratory laparoscopy with washout out of concern for an anastomotic leak where the surgeon w noted no obvious sign of peritonitis, small intestine somewhat distended suggesting an ileus and a hematoma ¿in the pelvis surrounding the surgical site.¿ a suction irrigator as used to wash out this hematoma and they surgeon noted ¿we did not explore deep down into the pelvis because of the distention of the intestines. It appeared that this would be placing the anastomosis and the other intestine at risk of injury. There was definitely no succus and no foul appearing or odorous material.¿ 8 days post op the patient was taken back for laparoscopy where inflammatory adhesions and an abscess adherent to the terminal ileum. A loop ileostomy was attempted; however, tension on the mesentery caused the need for an end ileostomy which was taken down successfully two months later."